Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the device was not in clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not start. Upon troubleshooting, the fse found software problems. The fse tried to reinstall the software on the system but failed (error in the suite pc). The fse found several errors that occurred related to the suite pc during the software installation. To resolve the issue, the fse replaced the suite pc and installed the software and backups. The defective suite pc was returned to philips for failure analysis, and the cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.